Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cavotricuspid isthmus (cti) line ablation, the patient experienced heart block and required implantation of a pacemaker post-procedure. It was noted that the ablation catheter was not near the bundle of his during the ablation. The procedure was completed. No further patient complications have been reported as a result of this event. No impact to the procedure was noted.

Event description:
It was later reported that the heart block was permanent and the patient was hospitalized.

Manufacturer narrative:
Continuation of d10: product ID: non medtronic unknown, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.